Manufacturer narrative:
Following physician at (B)(6) hospital: dr (B)(6).

Event description:
It was reported that the patient was symptomatic and presented at the emergency room. It was noted that oversensing, noise and high capture thresholds were observed on the right ventricular (rv) lead. Imaging was performed and revealed the rv lead tip was close to the ventricular wall and at risk for perforation though no cardiac perforation was observed. The patient was scheduled for a future rv laser lead extraction procedure.

Event description:
New information received notes the right ventricular (rv) lead was explanted and replaced successfully. The patient was discharged.